Event description:
This is the first MDR submitted for the first suspect product. A physician called to inquire whether she could continue to treat a pt with collagen. The pt was double skin-tested on 5 november 1991 and 3 december 1991 with negative results. From 7 january 1992 through 4 august 1998, the pt rec'd multiple treatments without event. On 4 august 1998, she was treated with two formulations of product into the glabellar frown lines and nasolabial folds. In 1998, (exact date unk), the pt was diagnosed with hashimoto's thyroid disease by an unk physician who stated the disease could have been present for seven years. The pt was prescribed synthroid. The physician did not believe the hashimoto's disease was related to the collagen. This event is being reported as an MDR because it is the co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.